Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking during transport within the site. The record notes there was no injury or clinical use associated with this event. Philips service engineer reseated the articulation arm bushing to repair the system.